Event description:
A ventilator dependent resident being transferred from room to bedroom. Ventilator while operating on internal battery alarmed for an alarm condition, occurring with the ventilator for 305 seconds then immediately shut off with a "memory error" and device alert alarm. Resident was immediately manually ventilated, until a backup ventilator was put in place. This is the second occurrence in 60 days of the some type of ventilator. The first ventilator was sent, and has still not been returned to us as yet. The exact same alarm with immediate ventilator shutdown also occurred. This ventilator was the same age as the second ventilator. I feel the memory boards are defective and this issue needs to be addressed as a possible problem with ventilators manufactured in 2005. Ht-50- due for battery replacement (yearly) and 10kpm in 2009. Ht-50 - was due for battery replacement (a month prior) and 10k at 18,000 hrs, it's current hours were approximately at 17,000 hrs. Both complaint reports have been included with this paperwork.